Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information advising that the patient has sadly passed away. There is no allegation that the device contributed to the death. No further information has been provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the patient has sadly passed away. There is no allegation that the device contributed to the death. No further information has been provided. A good faith effort was closed for no customer information. There has been no communication from the customer on the return of the device. The device has not yet been returned to the manufacturer for evaluation. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed.